Manufacturer narrative:
As lot number(s) were unavailable a UDI and device history review were not provided. Concomitant products: patient medications include but are not limited to: statin, betablocker, ace inhibitor, (B)(4). The information provided in this report was collected by the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2014, a patient underwent urgent treatment of for an acute dissection extending from zone 3 to zone 5. The primary entry tear was located in zone 3 and two conformable gore® tag® thoracic endoprostheses were delivered and deployed with no issue and good patency in zones 3 (B)(4) and zone 5 (B)(4). On an unknown date approximately 317 days post operatively, a type ii endoleak was identified along with false lumen perfusion. On an unknown date approximately 751 days post operatively, aortic enlargement greater than 5mm was identified; no endoleak was noted. No additional procedures for the patient were reported.